Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of uncomfortable feeling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events: "[method of use] preparation before use: this product is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Method of use: failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise. [Precaution for use] contra-indications: do not inject this product in the periorbital area (eyelid, under-eye area, crow¿s feet), in the glabellar region or in the lips. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which may be associated with itching or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the forehead using a 21g cannula. During the injection, while attaching the cannula, the sound of cracking was heard and the "cannula loosed." Injection was ceased. The only impact to the patient was an "uncomfortable feeling."